Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited loss of capture. The right ventricular lead resulted in extra cardiac stimulation. Both the leads were capped and replaced on (B)(6) 2018. The patient was in stable condition post procedure.